Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure performed one day prior, (patient age, gender, and weight unknown). According to the complainant, during the procedure, "the cutwire broke." A second hydratome rx sphincterotome device was used to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device noted that the exposed cutting wire and the anchor notch appear blackened and were separated from the extrusion. The distal end of the extrusion was also noted to be melted and discolored. The physical evidence indicates that excessive electrical current flowed through the device. Although the cause of the excessive electrical current is unknown, possible causes include: improper tome position allowed the cutting wire to contact the endoscope, which resulted in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. The device history record for this lot was reviewed; no anomalies were noted. A review of the complaint database revealed no additional similar complaints for the same lot. The 2008 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family.